Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: three photos were provided and evaluated. They show a syringe with embedded degraded resin one is at the luer and the other in the barrel towards the bottom part. A potential root cause is associated with the syringe molding process. The embedded degraded resin in the barrel wall and at the flange can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the tooling mold and press. The degraded resin can break loose and be molded into components. Based on the photos provided, the symptom reported by the customer is confirmed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor the associated assembly batches. Complaints received for this device and reported condition would continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for the identification of emerging trends. Investigation conclusion: this is the 1st complaint for lot#: 8332955 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Based on the photos provided the symptom reported by the customer can be confirmed. This lot was produced for 0.134mm units with 1 complaint it has a cpm of 7.4. We will continue monitoring and trending this product and lot# for this symptom. Root cause description: the embedded degraded resin in the barrel wall and at the flange can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the tooling mold and press. The degraded resin can break loose and be molded into components. Rationale: CAPA not required at this time.

Event description:
It was reported that an unspecified number of bd 60ml syringe luer-lok¿ tips experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: 3 syringes of 60ml were disapproved by our pharmacists. 2 containing unidentified objects in the packaging, and 1 with a defect in the packaging. The client does not know how to identify what material the foreign matter resembles. The foreign matter is located in the tip and body of the syringe.